Event description:
It was reported that the customer's insulin pump was not delivering insulin and there was an absence of a no delivery alarm. Customer's blood glucose level at the time 12mmol/l. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.